Event description:
It was reported that insulin gauge on pump displayed amount different than customer expected, with pump showing 105 units while customer expected 200 units despite insulin delivery proceeding normally. There was no reported impact to the customer¿s blood glucose level. Customer confirmed removing air from cartridge, using room temperature insulin, and not reusing or overfilling cartridge, declined to load new cartridge, and chose to continue using current cartridge with plan to follow up if necessary.